Manufacturer narrative:
An icy catheter (s/n (B)(4)) was returned to zoll (B)(4) on 05/17/2016 for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The device was pressurize up to 100psi, and a leak path was identified at the bond near proximal end of the distal balloon. Following the test, all balloons deflated successfully without any issues. Device history record was reviewed for balloon bonding lot no 61545 found no nonconformities with the lot. Evaluation of the returned devices confirmed the customer reported issue as a icy catheter leaked at the bonding near proximal end of the distal balloon. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the icy catheter leaked due to torn balloon. During hypothermia treatment, after 3 days the system were disconnected and restarted with a new start up kit(suk) as the tgxp was put in standby mode. Two hours after the re-start, it was noticed that the saline bag was empty and the system alarmed "air trap default". The patient complaint about feeling cold in the groin and the temperature dropped fast from greater than 40°c to 37°c. The saline bag were replaced with a new one and the fluid continued to leak, the airtrap alarmed again. The nurse noticed a blood in the saline bag. The system was set in standby mode, a new catheter was placed and the treatment was continued without any problem. It was suspected that approximately 800ml of saline was infused.